Event description:
In 2008, the patient reported his insulin infusion device displayed an e5 end of life message this morning. He stated he did not receive an a5 warning prior to receiving the e5. The device history was not able to be checked as the device had reached e5. The patient stated he switched to his backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.